Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. Another lv lead was implanted to complete this procedure. Additional information has been requested but was not provided at this time. This lv lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. Another lv lead was implanted to complete this procedure. Additional information from the field representative provided this lead was explanted due to diaphragmic stimulation. The new lv lead was placed in a different branch. Subsequently, the patient has been seen for a follow up visit and no further action was required. This lv lead has not been returned. No additional adverse patient effects were reported.